Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, the activated clotting levels were more than 300s and heparin administered after transseptal puncture. The amulet was implanted after one time partially recapture. 24 hours post procedure, the patient had a pericardial effusion and cardiac tamponade. The effusion was drained. There was no complication appeared during procedure and all steps were properly respected. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade 24hours post amulet device implant was reported. Request was made for additional procedural details surrounding the case (e.g., procedure imaging), however this information was not supplied by the site. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the cause of reported patient effect of pericardial effusion could not be conclusively determined. However, this could not be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.